Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation of the lesion. On the first inflation at 4 atmospheres, the balloon ruptured. The device was removed intact from patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the coyote es catheter was received with a coyote es shelf box, inner packaging pouch and carrier tube/hoop. The batch number on the packaging and device matched the reported batch. There was blood in the wire lumen. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated at rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous right posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation of the lesion. On the first inflation at 4 atmospheres, the balloon ruptured. The device was removed intact from patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.